Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination revealed the stent to no longer be on the balloon, as it had dislodged during the procedure; however, the stent was returned for analysis. The sds catheter had been mechanically cut/separated just distal to the strain relief. Functional testing: measurement of the unit's stent retention force (srf), performed by pull-testing the returned stent on the instron to determine the force required to move the stent on the balloon, could not be performed, as the stent was already off the balloon. Dimensional examination found the tip inner diameter, body outer diameter, and stent profile to be within dimensional specifications. Device history record review: this is the first complaint of this type reported for this sterile lot number. A review of the mfg records for this product revealed the stent retention values measured for this lot during quality control testing to be above the minimum acceptable criteria. The exact cause for the stent coming off the balloon during attempts to reach the lesion could not be determined.

Event description:
During attempts to advance the sds across the lesion, the stent dislodged. The stent was retrieved from the pt's vessel.